Event description:
It was reported that patient faced cannula issue as the cannula was found bent on the second day of use on (B)(6) 2026. The patient had high blood glucose level (490 mg/dl) for more than four hours which was treated with manual injection. The site of insertion was lower back.

Manufacturer narrative:
E1: event country: saudi arabia name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.